Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10350-90a, UDI: (B)(4), serial: (B)(6), batch: 7316982.

Event description:
It was reported that the patient experienced ineffective stimulation and had high impedances on one of their l5 leads. Surgical intervention may be undertaken at a later date to address the issue. It is unknown which l5 lead attributed to this issue.

Manufacturer narrative:
E1 correction: the reporter's information was updated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.